Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with blank display due to corroded electronic assemblies. The insulin pump was unable to verify unresponsive buttons due to blank display. However, the insulin pump had moisture damage noted at keypad traces, corroded motor assemblies and minor scratches on lcd window.

Event description:
Customer reported that she received a no delivery alarm and the alarm could not be cleared since none of the buttons on the insulin pump are responding. Customer stated that the device was never dropped but she did get it wet accidentally when she went swimming. Blood glucose value was 154 mg/dl. Nothing further reported.